Event description:
Additional information was received that indicated the patient died approximately 10 months after the index procedure. The causes of death per the death certificate are aspiration pneumonias due to stroke, due to thrombosed carotid stent, due to carotid stent placement secondary to vascular disease.

Manufacturer narrative:
Information was received via the (B) (4) study that three months after implantation of a precise stent to the right ostium of the internal carotid artery (ica), the patient suffered a neurological event of an ischemic stroke with demonstrated complete thrombosis of the right ica. Follow-up information was received indicating that the patient died approximately 10 months after the index procedure. Initially the cause of death was not reported with report that the event was reported to be unrelated to the device and index procedure. Additional information reported the death certificate lists the cause of death as aspiration pneumonia due to stroke due to thrombosed carotid stent placed secondary to vascular disease. At the time of the ischemic stroke three months post index procedure, the MRI results displayed acute right hemispheric infarction likely related to a right ica thrombosis and the precise stent and ultrasound displayed complete thrombosis of the right ica and significant 60-80% stenosis of the left carotid artery. Additional information reported left sided weakness, numbness, left sided neglect and sudden onset of hemianopia with sudden onset of loss of half of left visual field and medial portion of right visual field loss related to this event. It was indicated that there was no hemiataxia reported and no presence of babinski documented. At the time of the event the pt was 11.4, inr was 1.1, ptt was 30.9, act was not done. The patient has been discharged to a rehabilitation facility. It was reported that the patient was admitted to another facility and there is no available information regarding effectiveness of antiplatelet therapy or coagulation studies. It is not known if treatment was initiated due to the event; however, the patient remains in rehab. Prior to the index procedure, the patient was symptomatic with an (B) (6) stroke score of 1 and antiplatelet therapy included aspirin and clopidogrel. Heparin was administered during the procedure. The lesion was severely calcified, mildly tortuous, with an iii arch type. The final lesion stenosis was 10%. The patient left the angiography suite neurologically intact. Total ck and ckmb results the next day were within normal value and the patient was discharged the following day with no noted adverse events. There was no adverse event documented during the patient¿s 30 day follow-up with unchanged (B) (6) score of 1 and antiplatelet therapy included aspirin and clopidogrel. The patient¿s medical history included hyperlipidemia, history of smoking, and hypertension with high risk criteria of post radiation treatment. The stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with the final assembly lot 13360455 and the subcomponent stent revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis in device is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Ischemic stroke and death, as a result of instent thrombosis, are known potential adverse event associated with the carotid stent implantation procedure. The patient was maintained on an asa and plavix regimen as per the IFU. It was reported that the patient subsequently died with the cause listed as aspiration pneumonia due to stroke caused by the thrombosed carotid stent. The effectiveness of the antiplatelet therapy is not known. Based on the available information, no conclusion can be made regarding the reported events. There is no indication that it is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
The info received indicated that in 2009, the pt suffered a neurological event of an ischemic stroke. The onset was sudden and the recovery is unk. Magnetic resonance imaging (MRI) results displayed acute right hemispheric infarction likely related to a right internal carotid artery (ica) thrombosis of the precise stent. The ultrasound results displayed complete thrombosis of the right ica and significant stenosis 60-80% in the left carotid artery. The pt has been discharged to a rehabilitation facility. The pt was enrolled and treated in the study three months prior, and received a precise stent to the right ostium internal carotid artery. The pt was symptomatic during the index procedure. The lesion length was 30, there was no thrombosis, there was 95% stenosis and the lesion length was 10. The precise stent was used without any stent malfunction. A non-study embolic protection device (emboshield) was used. There was no planned revascularization. The lesion was severely calcified, mildly tortuous, with a iii arch type. The final lesion stenosis was 10. The pt left the angiography suite neurologically intact and was discharged the following day with no noted adverse events. There was no adverse event documented during the pt's 30 day follow-up.

Manufacturer narrative:
Info was received via the study that three months after implantation of a precise stent to the right ostium of the internal carotid artery (ica), the pt suffered a neurological event of an ischemic stroke with demonstrated complete thrombosis of the right ica. The MRI results displayed acute right hemispheric infarction likely related to a right ica thrombosis and the precise stent and ultrasound displayed complete thrombosis of the right ica and significant 60-80% stenosis of the left carotid artery. The pt has been discharged to a rehabilitation facility. It was reported that the pt was admitted to another facility and there is no available info regarding effectiveness of antiplatelet therapy or coagulation studies. And it is not known if treatment was initiated due to the event. Prior to the index procedure, the pt was symptomatic with a stroke score of 1 and antiplatelet therapy included aspirin and clopidogrel. Heparin was administered during the procedure. The lesion was severely calcified, mildly tortuous, with a iii arch type. The final lesion stenosis was 10%. The pt left the angiography suite neurologically intact. Total ck and ckmb results the next day were within normal value, and the pt was discharged the following day with no noted adverse events. There was no adverse event documented during the pt's 30 day follow-up with unchanged score of 1 and antiplatelet therapy included aspirin and clopidogrel. The pt's medical history included hyperlipidemia, history of smoking, and hypertension with high risk criteria of post radiation treatment. The stent remains implanted and therefore, is not available for analysis. A review of the manufacturing documentation associated with the final assembly lot 13360455 and the subcomponent stent revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Thrombosis in device is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Ischemic stroke, as a result of instent thrombosis, is a known potential adverse event associated with the carotid stent implantation procedure. The pt was maintained on asa and plavix regimen as per the IFU. The effectiveness of the antiplatelet therapy is not known. Based on the available info, no conclusion can be made regarding the event.